Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, air was continuously introduced through the valve. The balloon catheter was advanced to the second marker and no air was confirmed during third aspiration. Additionally, st elevation was identified after the ablation started. The ablation was stopped, the balloon remained inflated. An angiogram was performed and confirmed no air embolism. The st elevation resolved. The case was completed with cryo. No further patient complications have been reported as a result of this event.